Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. The patient was shown to have some vegetation around the valve via an echocardiogram. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.